Event description:
Caller reported that the insulin gauge on the pump displayed a different amount than expected, specifically showing 31 units instead of the expected 55 units. There was no adverse impact to the customer's blood glucose level. Despite the discrepancy, the caller chose not to load a new cartridge and decided to continue using the current one, planning to follow up if necessary.